Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0114191v, implanted: (B)(6) 2004, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-40, lot# j0124596v, implanted: (B)(6) 2004, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the patient was scheduled for replacement 2013-(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had a return of symptoms the morning of this report and could not move. The patient was feeling ¿off a little bit.¿ the patient thought the device was on. There was no known accident related to the event. It was noted that 3 to 4 days prior to this report the patient¿s devices were checked with the clinician programmer, no information was given to the patient. When the patient checked devices with the patient programmer, the left one had three green lights and a beep while the right only had one green light. The patient programmer was not communicating with the right side device. Last time patient used the patient programmer was ¿a long time ago.¿ additional information received reported that the patient was scheduled for battery replacements. Additional information requested but had not been received as of the date of this report. Reference manufacturer report# 3004209178-2013-11215.